Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the laser probe was caught in the trocar and could not pass through. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided: the 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. Further evaluation found the sample to meet specifications. The 25 gauge illuminated flex curved laser probe was packaged on january 29, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).